Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. No unexpected battery out limit anomalies noted. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering proper insulin and also was not working. The customer¿s blood glucose level was 200 mg/dl at the time of the incident and current blood glucose level was 195 mg/dl. Customer stated the other blood glucose value was 160 mg/dl to 200 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.